Event description:
Customer reported receiving a high glucose reading from their freestyle freedom meter and self-administered with insulin accordingly. Customer reported one episode of loss of consciousness. Paramedics were called and treated customer with unk oral medication. Customer was transported to hosp where she was diagnosed with severe hypoglycemia. The treatment at the hosp is unk; an investigation into the details of this event is in process.

Manufacturer narrative:
Customer's meter has been returned to the lab and no reading issues were observed. All results were within the range spec and no errors were observed during control solution testing.